Event description:
It was reported that the patient's artificial urinary sphincter (aus) experienced recurring urinary incontinence. During a subsequent surgical procedure, balloon migration was identified. The aus was replaced, and no additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom and the migration is known risk associated with this device type and indicated as such in the instructions for use.